Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented to the operating room for a device and rv lead replacement unrelated to this event. Upon rv lead explant, the ra lead was found to be adhered to the rv lead. The ra lead was explanted and replaced. There were no malfunctions against the atrial lead. Patient is stable before, during and post procedure.